Event description:
It was reported to siemens by the hospital's rso (radiation safety officer) that a patient allegedly received a skin burn. The hospital has continued to treat patients. The system was checked by local service, and the system was found to be functioning within specifications. There has been no system malfunction communicated or confirmed during the technical investigation by siemens or hospital personnel.

Manufacturer narrative:
The investigation does not indicate a malfunction or deterioration in the characteristics or performance of the device. A meeting between siemens service and the hospital's rso occurred, where the following additional information was provided by the radiation safety officer. "The patient is (B)(6). With bmi of (B)(6). Both procedures required near to maximum technique factors (125 kvp, 140 ma) to optimize quality. Steep angulation coupled with thick body parts is associated with increased risk of radiation induced skin injury. The patient is diabetic which may also sensitize his skin to radiation. On (B)(6) 2012, the patient was seen for his planned follow up visit with dr. (B)(6) and reported a possible skin injury. Upon examination by the rso, it was determined that the well demarcated square patch of skin on the right side of the midline of the patient's back was most likely radiation induced erythema. This area of skin reddening was first identified on (B)(6) and was accompanied with mild itching. As of (B)(6) 2012, the mild erythema was noted, but no pain or itching were reported by the patient. The area of skin erythema is most likely related to the procedure performed on (B)(6) 2012 with its first appearance 6 to 7 weeks after the procedure. No other areas of skin reddening were identified on the patient's back. The primary angle used for the first procedure did not overlap the primary angle used for the second procedure, so a cumulative peak skin dose is not applicable."